Event description:
It was reported that during a lobectomy procedure, the staples were unformed, additional suturing was performed and another device was used to complete the case. There was no consequence to the pt.